Event description:
It was reported that the patient experienced left ventricular lead-related diaphragmatic pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced left ventricular lead-related diaphragmatic pacing. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2011, it was also reported that at the one month visit, the patient complained of on-going post operative left chest numbness. No diagnostics or treatments were ordered for this patient and this is listed as unresolved with no further actions. This event was classified as procedure related due to its proximity to the implant procedure. The device remains in use. It was additionally reported that the patient complained of a generalized rash after. The rash resolved within two days after discontinued use of medication. The event was found to be related to the implant procedure. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced left ventricular lead-related diaphragmatic pacing. The lead remains in use. No patient complications have been reported as a result of this event. It was also reported that at the one month visit, the patient complained of on-going post operative left chest numbness. No diagnostics or treatments were ordered for this patient and this is listed as unresolved with no further actions. This event was classified as procedure related due to its proximity to the implant procedure. The device remains in use.